Event description:
No additional information at this time.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The biolox delta taper liner was returned for examination. Besides the biolox liner, three fracture fragments were returned that had broken off from the edge of the liner. The biolox liner and the three fracture fragments do not make up the entire liner, as some small parts are missing. Blackish metal transfer marks can be seen on all parts. The metal transfer marks on the taper surface of the liner point to a regular seating pattern, except for two markings that are not running concentric but diagonal. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. Based on the visual examination, the reported fracture of the biolox delta taper liner can be confirmed. The diagonal metal transfer marks may indicate an inappropriate seating prior or during impaction of the liner. Nevertheless, with the information provided, we are unable to provide further analysis of the complaint reported or draw any definitive conclusions as to the root cause of the reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: china. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ceramic liner fractured during the surgery, all the pieces were removed from the patient. There is no reported harm or injury to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.